Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one denali filter and the proximal portion of an introducer sheath was returned for evaluation. The legs of a denali filter were returned stuck inside the sheath hub. The sheath was cut approximately 3.8cm from the distal end of the hub. One of the filter legs appears to be bent. It is unknown how the limb became to be in this configuration. The storage tube and delivery catheter were not returned. No other anomalies were noted. Functional/performance evaluation: the filter was removed from the hub. The filter contained all 6 arms and 6 legs present and intact. No crossed limbs were identified once the filter was removed from the hub. A leg appeared to be bent when the filter was stuck in the sheath, but it returned to its original position once the filter was removed. No anomalies to the filter were noted. Heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is confirmed for failure to advance as the legs of the filter were lodged inside the sheath hub. The definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter became stuck in the deployment sheath during advancement; no attempt was made to deploy the filter. The deployment system was exchanged for a new filter that was prepped and deployed successfully. There was no reported patient injury.